Event description:
It was reported that the patient spinal cord stimulation (scs) was not working. The patient underwent spinal cord stimulation (scs) explant procedure.

Manufacturer narrative:
Block b3: exact date unknown, event occurred sometime in 2019 prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416700, model: sc-8416-70, serial: (B)(6), batch: 7013585, UDI: (B)(4).